Manufacturer narrative:
The field service representative could not find a cause. He ran performance testing no other similar issue for qc or patient results has occurred. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas e411 rack analyzer. The customer had issues with qc and repeated all samples tested since the last valid qc results. Patient 1 initial troponin t result was 4.12 pg/ml and the repeat result was 15.79 pg/ml. Patient 2 initial elecsys estradiol assay result was 216.2 pg/ml and the repeat result was 136.2 pg/ml. Patient 3 initial elecsys tsh assay result was 2.73 uiu/ml and the repeat result was 4.92 ui/ml. The questionable results were not reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.